Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the ventilator diagnostic code log noted a vent inop occurrence on (B)(6) 2010, however it was not reported by the customer to the manufacturer at the time of its occurrence. The service technician reported the ventilator did restart when the unit was initially powered on, but it did not occur again during service or testing. Testing was completed and passed per operating specifications.